Event description:
It was reported the patient therapy manager (ptm) was not uploading information. The refill date was not accurate. The issue resolved when the ptm was decoupled and recoupled.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter product ID 8835, serial# (B)(4), (B)(4).